Event description:
It was reported that 5-6 years ago, a patient had a rotator cuff repair without regeneten. A revision rotator cuff repair was conducted on this patient presenting with two u-shaped tears (massive tear), the tendon was reapproximated and a double row repair construct was used augmented with regeneten. At the time of the surgery, the surgeon was happy with how the regeneten graft was placed. The patient missed post-operative follow-up appointments, wound checks, and the physical therapy (pt) program (unclear if all pt was missed, or some). Pt followed is unknown. At 6-8 weeks post-operative to the revision case, the patient had a routine MRI and there was redness at the incision site and swelling. The surgeon had experience with restore (mitek product) which he mentioned had a 30-40% rejection rate and whiteness without infection and felt what he saw was similar. The MRI showed a lot of fluid, external to the deltoid even. The surgeon looked at cultures and the results were negative, indicating no infection. The patient completed a course of antibiotics and is no longer in pain with good motion.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H6, health effect - impact code was updated. H3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A clinical review states the MRI images provided show the inflammation superficial to the anchor insertion site and external to the deltoid. The surgeon reported he looked at cultures and the results were negative, indicating no infection. Based on the MRI finding of excessive fluid that was also extending to the deltoid and around a humeral anchor, in addition to, the information provided, the clinical root cause of the reported failure was possibly due to non-compliance with the discharge and post-procedure rehabilitation plan though the surgeon stated the presentation was similar to the rejection appearance they experience with a different product. Therefore, a causal relationship between the s&n device and the reported issue cannot be confirmed vs non-compliance. According to the surgeon, all the patient¿s cultures were negative for infection and the patient finished her antibiotics and she in no longer pain with good motion. Insufficient product identification information was provided and thus a manufacturing record review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.